Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was acting weird, it turned off and reservoir and tubing at the bottom. Customer's blood glucose level was unknown. Customer stated that the serial number was already faded and unreadable already. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with label damage and cracked case. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly.